Event description:
The dental implant fx4008swc was removed on (B)(6)2017 due to failure to osseointegrate 22 days after the date of implantation. The patient had nosignificant medical history and has been recovered without complications.